Event description:
Procedure: hemorrhoid. According to the reporter, the surgeon followed recommended steps from in service. The instrument appeared to fire, but when removed there were no "donuts" of tissue present around the center rod. Bleeding occurred from several locations which the surgeon manually attended to. Upon reflection, upon closing the instrument the center rod may have detached from the instrument and this was not detected by the surgeon. When removing the instrument, the gap between the anvil and cartridge appeared to be at least 3-4 cms. It seems the cartridge was not at the appropriate distance from the anvil. According to the reporter, the surgeon did not place undue tension with the instrument that would have caused the center rod to detach. The surgeon used sutures and cautery to correct this issue. The case was delayed more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).